Event description:
It was reported that the blue pull ring (patient line cap) of a homechoice automated pd cycler set with cassette was ¿off¿ from the tubing before opening the package. This was observed prior to use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to e1: initial reporter facility name. H10: the device was received for evaluation. A visual inspection with the naked eye identified the patient line cap was detached from the patient line connector. Under water pressure testing was performed with no issues noted. Functional testing (self-test and priming) was also performed with no issues noted. The reported condition was verified. The cause of the condition was determined to be an assembly issue during manufacturing. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.